Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt has been experiencing a burning sensation at the ipg implant site when stimulation is on and during recharging. The pt has also experienced several falls at the ipg site since the implant. Pt has also noted an increase in the charging time since her most recent fall in (B)(6) 2011. A replacement charging system has been sent. The pt is working with her physician to determine the next course of action. No further info is available at this time.